Event description:
It was reported a pericardial effusion and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 24mm watchman flx laa closure device and delivery system (wds) were selected to be used. The physician was using transesophageal echocardiography (tee) to perform the transeptal puncture. After crossing the fossa ovalis through the patent foramen ovale (pfo), the physician observed that the puncture site was too superior, resulting in non-coaxial alignment with the ostium of the left atrial appendage. The physician attempted a second transeptal puncture. However, while the transeptal sheath remained in the right atrium, the patient experienced hypotension and developed a pericardial effusion. The physicians could not determinate the exact location of the perforation, but they suspected to be in the right atrial appendage. Pericardiocentesis was performed to treat the effusion. The patient stabilized for approximately thirty minutes before suffering a fatal cardiac arrest.

Event description:
It was reported a pericardial effusion and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 24mm watchman flx laa closure device and delivery system (wds) were selected to be used. The physician was using transesophageal echocardiography (tee) to perform the transeptal puncture. After crossing the fossa ovalis through the patent foramen ovale (pfo), the physician observed that the puncture site was too superior, resulting in non-coaxial alignment with the ostium of the left atrial appendage. The physician attempted a second transeptal puncture. However, while the transeptal sheath remained in the right atrium, the patient experienced hypotension and developed a pericardial effusion. The physicians could not determinate the exact location of the perforation, but they suspected to be in the right atrial appendage. Pericardiocentesis was performed to treat the effusion. The patient stabilized for approximately thirty minutes before suffering a fatal cardiac arrest.

Manufacturer narrative:
H6: impact code added.